Event description:
It was reported that during a rotator cuff repair procedure using perfect pass suture cartridge, the sutures were inadvertently pulled out of the cartridge while being assembled with the connector. There was no backup cartridge available, so the surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.